Manufacturer narrative:
This report is submitted on dec 5, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with IV and topical antibiotics. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.